Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; thrombosis of infrarenal (reported in a separate report) and main body stents. The most likely cause of the inadequate stent graft patency and occlusion of both the suprarenal cuff and main body stents could not be determined. However, a likely contributing factor was a systemic prothrombic preexisting condition that was exacerbated by the discontinuation of a prescribed anticoagulant. Associated clinical harms include: aortic and iliac occlusion, ischemia and a secondary endovascular procedure. Patient was discharged home on the fourth post-operative day. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with afx. Approximately, three (3) months post implant, the patient presented emergently with cold legs. Upon CT and angio it was discovered the graft was filled with a clot below the renals to the hypogastric arteries. The patient underwent intervention day of emergent presentation. The physician used fogerty balloon catheter's and lined the iliacs with lifestream covered stents. The final angio showed good flow throughout the graft. The patient is reported as well post intervention.